Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose of 250 mg/dl while using the ilet, which was attributed by the user to eating popcorn and possibly running out of insulin due to an empty cartridge of unknown duration; glucose was trending down during the call, indicating successful correction. Symptoms included elevated blood glucose. Outcomes included no need for medical intervention, no emergency care, and no hospitalization. Investigation included troubleshooting and education over the phone. Investigation of this case revealed user-reported depletion of insulin in the reservoir and a period of unknown insulin delivery, consistent with low or out-of-drug conditions. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.